Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe image is off-center is unconfirmed. The site rite 8 probe was visually inspected upon receipt and was found to be in good physical condition. A test scanner was used with the probe and the problem was not able to be duplicated. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe image is off-center. Orientation of needle to center line on screen does not match physical orientation of needle in relation to center mark on probe.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe image is off-center. Orientation of needle to center line on screen does not match physical orientation of needle in relation to center mark on probe.